Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04867. Reportable based on device analysis of the related complaint completed on 11-may-2018. It was reported that rotawire kink occurred. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 330cm rotawire¿ and a rotablator burr were selected for use. During the procedure, after the device was passed through, it was noted that the rotawire was kinked when the burr was delivered. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis of the related complaint revealed that the body of the guidewire was broken outside the patient's body